Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Device was not retained.

Event description:
The customer reported a child suffered a burn on his hand when the infant's hand came into contact with a cardinal infant heel warmer.

Manufacturer narrative:
The hospital stated that the alleged device was not retained and therefore device evaluation is not possible. The hospital stated the nurse secured the heel warmer to the hand of the child and not the heel. The hand began to blister, small blisters. The patient was transferred to the ICU, and the hand had a large blister on the following day. The hand was wrapped and treated with triple antibiotic. H3 other text : device discarded.

Event description:
The customer reported a child suffered a burn on his hand when his hand came into contact with a cardinal infant heel warmer.